Event description:
A customer reported to beckman coulter, inc. (Bec) that autogloss was leaking on unicel dxc 600 synchron clinical system. The customer also reported that the line from the wash concentrate reservoir was all crusted with dried salts. The customer was wearing gloves and lab coat. Msds was not reviewed, but the facility has an exposure control plan. The operator did not seek medical attention and there was no effect to patient or user.

Manufacturer narrative:
Bec field service engineer (fse) found that the wash concentrate valve had a very small leak in the tubing. The fse cut the tubing back and refit it onto the valve fitting. The fse primed the hydro and instrument, and found no leaks. (B)(4)..